Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 650 mg/dl due to bent cannula. Customer treated high blood glucose with manual injection. Customer also reported that insulin pump had a continuous beep and customer wanted to take a break from insulin pump. Customer was instructed on how to put pump into storage mode. Customer declined troubleshooting.